Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, the up arrow keypad button was inoperable; all other buttons responded properly. The pump cover was opened and no contamination or physical defect was found to the key contacts. Evidence of moisture was found on the keypad flex. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.